Event description:
Major pump unit(s) involved: external control system failureadditional text: unknownspecific component(s) involved: driveline malfunctionadditional text: unknownother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): other interventions, specifyother intervention : repair of drivelineimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: driveline malfunction